Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was noted to be too deep in the left ventricular outflow tract (lvot). The valve was pulled up on to re-position the valve, however, the valve ejected out of the annulus. The valve was re-positioned in the descending aorta and deployment was completed. A second transcatheter bioprosthetic valve was passed through the first valve and deployed successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.